Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the [xpdm quick-con si poly scwdrvr] was stripped from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was not performed since it is not applicable to complaint condition. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [xpdm quick-con si poly scwdrvr] would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: dwg rev k current and manufactured dimensional inspection: n/a h4, h6. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi73930 was released in one batch. Supplier: (B)(4). Batch 1: lot units were released on mar 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that the mdrd discovered the distal end of the inserter is stripped and will not final tighten. This report is for one (1) xpdm quick-con si poly scwdrvr this is report 2 of 2 for complaint (B)(4).